Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was poor contact at pins 13-14 and 15-16 on the j1000 connector. The cause of the charge profile fault and incoming test failure is the poor contact. The root cause of the poor contact cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying service code 102; charge profile fault.